Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving dilaudid [10mg/ml] at a rate of 2.996 mg/day via intrathecal drug delivery pump. The indications for use of the pump were two types of non-malignant pain. It was reported that the patient went into the clinic on (B)(6) 2016 for a refill, and a motor stall was seen at initial interrogation. The motor stall had occurred at 11:39am on (B)(6) 2016 with a tube set logged two days later. The patient had not heard the pump alarming. The reporter stated that the patient had not recently had an MRI, and there was no electromagnetic interference or magnetic interaction. It was indicated that the patient was not having any symptoms, but the patient did have a spinal cord stimulator system. The pump was set to minimum rate in the event that the stall recovered, and surgical replacement was the pump was planned but not scheduled as of (B)(6) 2016. The issue had not resolved as of that time.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient did not recall hearing an alarm. The patient's pump was scheduled to be replaced on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.